Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia, with symptoms fo vomiting and ketones. The customer stated that prior to the event, the customer had woken up with nausea and elevated blood glucose levels. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.